Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed a suspected ghost pocket causing the medication to stock out to zero without generating a refill below minimum. A technical support specialist verified the issue by checking medication inventory, running a device inventory report, confirming the medication in the correct drawer and pocket with proper quantities, and verifying no ghost pocket, after customer unloading and reloading the medication. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user suspected ghost pocket was identified for med ID (B)(4). The medication was stocked in main drawer 5, pocket e1; but inventory continued to deplete to zero without generating a refill-below-minimum alert. However, there were no delays or adverse events or injuries reported based on this event.